Event description:
It was reported that the 9600+ system displayed a charger fail then a regulator fail message during a case. The customer was able to finish the case and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended and placed back into service.